Event description:
A csf leak was reported. The symptoms the patient experienced were spinal headache, associated nausea and vomiting. It was noted the headache better when laying down. Etiology was indicated intrathecal site noted to be related to the implant procedure. The severity was indicated a mild. Diagnostic methods performed on (B)(6) 2013 included examination/palpation. Intervention included a blood patch at the site of the csf leak. Examination performed on (B)(6) 2013 revealed patient denied headaches. The posterior and anterior incisions were without erythema, swelling or drainage and were well approximated. The patient outcome was noted as resolved without sequela (B)(6) 2013. The pump was used to deliver prialt. Additional information later changed the etiology from intrathecal site to surgery/anesthesia, related to implant procedure.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).